Event description:
Rep reported that the surgeon did not believe the device was flowing adequately. The device was tested for flow and it was minimal. The valve was set at 50mm and the patient had enlarged ventricles. The device will be returned for evaluation.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused and occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.